Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products teeha357, tsv bellatek encode emergence healing abutment 3.5mm(d) 5mm(p) 7mm(h) lot 1270646.

Event description:
It was reported the doctor tried to place abutments and screw wouldn't engage. Doctor assumed it was the implant. Implant was removed and new one was placed. New abutment was also placed. Unknown tooth number.

Manufacturer narrative:
Zimvie received one (1) teeha357, (tsv bellatek encode emergence healing abutment 3.5mm(d) 5mm(p) 7mm(h)) for evaluation. A visual evaluation and a functional test were performed, the abutment has minor signs of wear/use. The abutment was tested with in-house implant, and it engages and disengages as intended. DHR review was completed for the subject lot number 1267948. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1267948 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: does not assemble.¿ the customer did submit an image of the reported event. The image was of the patient tongue with a sore. A definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The abutment engaged and disengaged with an in-house implant as intended. The reported abutment assembling event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up," h2: checked follow-up type, h3: changed "no" to "yes," h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.